Manufacturer narrative:
(B)(4). The customer's report of a large bubble "ballooned" was confirmed. During visual inspection of the set rec'd it was observed that the silicone segment tubing has a bulge near the upper fitment. Functional testing was performed. When the set was reprimed and the observed bulge segment deflated due to relief in pressure. No ballooning was observed during functional testing. The set was loaded into a test pump module and an infusion was programmed at the rate of 125 ml/hr for 1 hour with no IV pushes given. The infusion was completed with no ballooned issues observed during testing or alarms noted. The set was then pressure tested and the observed bulge segment started to balloon at 11 psi. The root cause of the ballooned segment could not be identified.

Event description:
Customer reported the tubing "developed a large bubble just before it was to be hung for a pt". No pt harm or medical intervention was reported. No further pt/event info was provided.